Manufacturer narrative:
The philips remote service engineer (rse) confirmed the event. The rse trouble shot the issue with the biomedical engineer (biomed). The biomed stated that there was no known prior changes that turned off the alarm. The rse ran the system setup for the customer and noted the test feature did not work at first try but after changing the default back to speaker from display, this resolved the issue. The alarm also worked after the reboot and boot up test phase. This is a reportable malfunction. The cause of the event was the configuration, but it is unknown how the configuration was changed. The issue was resolved after the rse changed the configuration. The device remained on site.

Event description:
The customer reported that there was no audio from the speaker. The device was in use on a patient. There was no report of patient or user harm.